Event description:
Sometime during the procedure, the physician noted loose fiber and it was protruding out of the distal end of the metal shaft. The fiber was not broken nor left in the pt. Procedure was completed with another device (reporter did not remember which device). No injuries reported.